Event description:
I had saline filled allergan type 68b implant surgery in (B)(6) 2005. In (B)(6) 2014 the left implant had to be replaced, due to a rupture. Shortly thereafter I began experiencing symptoms of brain fog, confusion, fatigue, shortness of breath, unexplained rashes, hypothyroidism, hashimoto's, hair loss, joint pain, intolerance to cold, advanced aging, gluten intolerance, lactose intolerant and a general sense of not feeling well. In (B)(6) 2016 my symptoms had deteriorated to the point that I could no longer take a walk around the block, yet alone with 5 mile daily walk I was accustomed to. I was unable to drive, due to the fog, shortness of breath, and general sense of confusion. Simple, every tasks were difficult. I was wasting away. I went to the emergency from on (B)(6) of 2016, and admitted due to a low heart rate. I was diagnosed with bradycardia, as they could find nothing other than a low pulse. As I was in denial that I could need a pacemaker for a heart rate that went in to the high 40s at night, it took me until (B)(6) to concede to having the surgery. In the meantime, I continued to search for answers to my ill-being and did not believe all of my conditions were attributed to the pacemaker. I still did not feel well. Prior to implants, I was a healthy, energetic woman. Implants have ruined my life. FDA safety report ID # (B)(4).